Manufacturer narrative:
The avl monitor and a glidescope avl video baton 3-4 were returned to verathon for evaluation. Technical services confirmed the reported image freezing during testing and isolated the issue to the lcd wire harness, it was noted the wire harness was damaged. The lcd wire harness was replaced and insulated with kapton tape. Additionally, the main device battery and the coin cell battery were replaced as part of unrelated routine servicing. The video monitor passed all image quality test and the avl monitor was returned to the customer. Corrective action is not required.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the image was flickering and freezing. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.